Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call on (B)(6) 2018 that the insulin pump had a blank display. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer states he has been using pump regularly, he was wearing it at a splash pool (which he always does) and after that it was blank display. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment.